Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The feeding tube has separated at the connector joint. Dried bodily fluids were noted on the device. No other observations were noted. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use instruct the user to make 1cm long incision through the skin and subcutaneous tissue. If the incision did not completely penetrate the subcutaneous tissue, this may contribute to resistance of the feeding tube when exiting the stoma site. If excessive pressure is applied to the feeding tube, perhaps in response to resistance during placement, this can contribute to feeding tube separation. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance with continue to monitor for complaint trends.

Event description:
During a gastroscopy procedure with feeding tube placement, the physician used a cook endoscopy percutaneous endoscopic gastrostomy set. As the feeding tube exited the stoma site during placement, the feeding tube separated from the dilator tube at the connecting joint. Forceps were used to grasp the remaining section of the feeding tube to complete placement. No additional medical procedures were required due to this occurrence. As reported by the user facility, the patient did not experience any adverse effects due to this observation other than the gastrostomy site and surrounding skin were more tender than normal.